Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of cyst is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture of "textured surface" breast implants, as well as left side "breast cyst and lesion."

Event description:
Healthcare professional reported bilateral rupture of "textured surface" breast implants, as well as left side "breast cyst and lesion." Device remains implanted. This is the left side record.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, device appearance, an observed 40 mm dark patch edge material inside gel device, and underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken posterior side assessed as an unidentified tear opening, missing piece of the shell assessed as inconclusive, a sharp opening posterior side assessed as an unidentified tear opening.

Event description:
Device has been explanted.